Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a broken hinge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) unit has a broken hinge.

Manufacturer narrative:
Getinge field service engineer (fse) reported broken hinge. After inspected the cardiosave, fse found broken hinge on the display monitor. Upper display bezel was also damaged due to physical abuse. Replaced the above-mentioned parts. Fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs. The equipment was cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept installed the left hinge display into the cardiosave test fixture serial number (B)(6) and tested the hinge to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the broken hinge. Retaining the hinge in the fat dept. Per procedure 0002-07-d008 rev al. The failure analysis and testing dept installed the hinge display covers into the cardiosave test fixture serial number (B)(6) and tested the hinge covers to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the broken hinge covers. Retaining the hinge covers in the fat dept. Per procedure 0002-07-d008 rev al. The failure analysis and testing dept installed the upper display bezel into the cardiosave test fixture serial number (B)(6) and tested the upper display bezel to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the broken upper display bezel. Retaining the bezel in the fat dept. Per procedure 0002-07-d008 rev al. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a broken hinge. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) reported broken hinge. After I inspected the cardiosave, I found broken hinge (d105-00-0138-01) on the display monitor (d380-00-0561). Upper display bezel (d380-00-0559) was also damaged due to physical abuse. Replaced the above mentioned parts. I performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, no patient involved. The equipment was cleared for customer use. The equipment was cleared for customer use. The final investigation has been completed by failure analysis and testing department. Retaining the display monitor, display bezel in the failure analysis and testing department per procedure.